Event description:
Vns pt has been experiencing muscle twitching with stimulation and that their neck, left side of chest, left upper shoulder, left arm and upper left back twitches. It was reported that the twitches cannot be seen but that the pt can feel them and that they appear to be getting worse over time. It was reported that when the pt turns their neck to the left their muscles tense up. It was also reported that on three or four occasions over the past year, the pt has experienced what they jump in reaction to. The pt is reportedly weak and numb for a while following these occurrences. Investigation to date has been unable to determine whether the device is functioning properly.